Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases and wear abrasion. A leak test and microscopic analysis were performed which identified: partial delamination of the valve. Based on the device analysis the final assessment is a partial delamination of the valve (adhesive failure).

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.